Event description:
It was reported that right ventricular (rv) lead was oversensing due to right atrial (ra) lead positioning. The patient was hospitalized, and the blanking period was extended. No adverse patient effects were reported.